Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection it was noted that the stent was deployed and was not returned for analysis. The stent delivery wire (sdw) was noted to be kinked/bent. Function testing could not be performed due to the damage noted to the device. In case of this complaint, no anomalies were noted to the device prior to use and there is no indication of user error. The patient¿s anatomy was noted to be quite tortuous. The stent was deployed inside the microcatheter as per the event details. The damage noted to the sdw was likely occurred during advancement of the stent and contributed to the deployment issues. An assignable cause of procedural factors was assigned to the as reported issue 'stent failed/unable to deploy' and as analyzed issues 'sdw kinked/bent, and 'stent deployed prematurely during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the returned device found that the stent was deployed prematurely during use. There was no clinical consequences to the patient as a result of this event.